Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level and low blood glucose level. The customer's blood glucose level was 500 mg/dl at the time of the incident and 260 mg/dl was the current blood glucose level of the customer. The relevant blood glucose values of the customer were 44 mg/dl, 40 mg/dl, 88 mg/dl, 188 mg/dl, 50 mg/dl, 360 mg/dl, 176 mg/dl. The insulin pump will not be returned for the analysis.